Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the injector over rode the lens. The lens was reloaded, there was a broken and there was scratch on the lens. The lens was explanted and back up lens was used to complete the surgery. Additional information was requested and received.

Manufacturer narrative:
Sample was not received, at the manufacturing site for evaluation. For the report of plunger over rode and scratched lens. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. A sample was not received, at the manufacturing site. And no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in h.6. Method code 3331 was incorrectly reported previously, now updated to 4119. The manufacturer internal reference number is: (B)(4).